Event description:
Ambu neuroline concentric needle, 25x0.30 mm, lot 13265461 needle consistently makes poor contact with needle holder wire, causing artifact that appears to be a myogenic signal, but is actually noise. Changing needles from the same lot, needle holder even a brand new one, ground electrode, etc. Has no effect. Only shoving the needle into the needle holder as I can correct the problem and allows proper signal acquisition. Sent some back to MFR with this explanation, no substantive response received.